Event description:
It was reported that last year, last week, and another time that the patient couldn¿t remember, she felt like her implantable neurostimulator (ins) got ¿crazy¿ on her when walking by certain things. One time it was a ¿ranger truck¿ with antennas and another was an unmarked car, and she could not remember the third time. In each instance she made a manufacturing representative (rep) aware of her issue. When it happened last week she could not turn the ins off and it was showing the ¿doctor¿ screen. It was noted that these issues resolved themselves. It was later reported that the rep did not recall being made aware of the issues. The rep did not know if the system was affected by electromagnetic interference (emi) and there was no device power on reset (por). No actions were taken and the patient was not currently reporting an issue. They were doing ok as far as the rep knew.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 97792, lot# n383075, implanted: (B)(6) 2013, product type: accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).